Event description:
It was reported that the bd alaris pump module low sorbing set tubing was defective. The following information was provided by the initial reporter: it was reported by the customer that there was cracking in the IV tube resulting in leakage.

Manufacturer narrative:
H6: investigation summary : a complaint of tubing being faulty was received from the customer. No product or photo was returned by the customer. The customer complaint of tubing defective/ damaged could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2260-0500 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module low sorbing set tubing was defective. The following information was provided by the initial reporter: it was reported by the customer that there was cracking in the IV tube resulting in leakage.